Event description:
It was reported by the customer that during use of cs300 pump with sensation plus 50cc balloon catheter they encountered iab rupture and leak. Blood was misted and evident in the gas line all the way back to the console. During urgent removal the balloon catheter got stuck in the blood vessel and it was unable to pull it out without much risk. It was decided to take the patient to the or and remove the catheter under cutdown.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).